Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they'd been experiencing some strange pains/unexpected stimulations this past month and thought they may be associated with their implant. Pt reported they felt a "sharp pain right where [their] implant is, going up [their] back." Pt had since gone to the ER to have this checked out, as they suspected it may have been a kidney infection; however, their doctor ruled that out. Pt said that pain had happened a couple of times. Pt also reported "electrical pains shot down [their] legs" when they were laying down; the pains were so bad that pt had to "jump up." Pt was supposed to meet with their rep (name unknown), but they were out of town and directed pt to an alternative rep. The week before last, the rep was supposed to meet with pt at doctor's office, where pt was getting botox injections for pain/migraines in their head, but the rep had to cancel the meeting. Pt said they found different contact info for a third rep and notified them of the issues. The third rep called pt back earlier today and directed them to patient services since the rep was busy through the rest of the month. Pt added they noticed some issues with their controller, where option #2 check position, and #10 were grayed out in the menu. Agent reviewed that #10 would only be useable when charging implant, and asked if pt had adaptive stim set for being in different positions. It was unclear if pt had adaptive stim set up, but pt did mention they thought they had different programming done for multiple positions after implant surgery. Agent reviewed that they would have to meet with a representative to check if those settings were supposed to be there for adaptive stim. Pt said they only use group a settings for therapy. Pt mentioned they had turned their stimulation settings up over time. Agent explained that laying down could potentially cause stimulation to have different effects. Agent suggested pt could try turning down their stimulation until able to meet with a rep since they seemed to be experiencing sudden uncomfortable sensations. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent explained pt would need to meet with healthcare provider or rep to check status of implant and programming. Agent tried to offer nas phone number for pt to give to hcp, but pt got upset. Pt said they would just call their doctor and "let them deal with it." Pt hung up on agent before agent could gather clarifying sr information.